Event description:
The dentist reported that 1.5 months after the dental implant was placed in intra-oral reg #14 it was verified its non-osseointegration. Pt was lot bone qual/quantity and is diabetic.